Manufacturer narrative:
This event occurred outside the u.s.

Event description:
It was reported the manual wheelchair front rigging bracket has broken. As a result, the front riggings cannot be locked into place.